Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: baotong li et al. Mitral valve annuloplasty versus replacement for severe ischemic mitral regurgitation. Sci rep. 2018 jan 24;8(1):1537 doi: 10.1038/s41598-018-19909-7. Epub 2018 jan 24. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a long-term analysis evaluating the effectiveness of mitral valve annuloplasty versus mitral valve replacement for severe chronic ischemic mitral regurgitation. All data were collected from a single center between january 2002 and april 2017. The study population included 436 patients (predominantly male; mean age 60 years), an undisclosed number of which were implanted with a medtronic mosaic bioprosthetic valve, a medtronic hancock ii bioprosthetic valve, a medtronic duran ancore annuloplasty ring, or a medtronic open pivot mechanical valve. No serial numbers were provided. Among all patients, 63 deaths occurred during the study follow-up period (median follow-up was 59 months). Of these, 50 patients died due to cardiovascular causes. Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: stroke, reoperation for bleeding, use of postoperative intra-aortic balloon pump, moderate-severe mitral regurgitation, periprosthetic leak, and low left ventricular ejection fraction. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.